Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began a few months ago and spent 2 hours recharging the ins from 70% to 100%. Pt met with mdt rep. Yesterday in person about the issues. Patient noted they couldn't turn their implant off and couldn't adjust their settings due to the "settings not available" message which was previously documented. Agent had the patient inspect the recharging antenna cord and the cord near the recharger paddle was frayed. Pt also reported the lower buttons on the controller were loose and there was a rattling noise inside the controller since last month. Pt mentioned unrelated medical history of having an ablation done yesterday .agent sent an email to repair for a recharger and controller. Additional information was received from a manufacturer representative (rep). It was reported that they were able to program around the high impedances which is what was causing the error message. There was a staff member present for the session and they documented the impedances.after the programming was changed, the error went away.